Event description:
Event description: caregiver stated machine shut down and window flash "reset". Machine was reset and then turned back on and subsequently shut down again with same message. On ac power at the time of the event. No patient harm.